Event description:
Subject came to ER with lower extremity pain & swelling along with back and neck pain lasting for 2 weeks with no other s/s except skin rashes. He had debridement procedure done for his right foot. His hosp stay was complicated with sepsis and hypotension, also had aspiration event leading to vent, fibrillation and cardioversion. He was diagnosed as right foot abscess and cellulitis when admitted, all of his issues were resolved when discharged. Event date: (B) (6) 2009. Subject came with shortness of breath which was constant with sweating lasting for a day and was given I/v lasix in ER. He was diagnosed as acute systolic and diastolic congestive heart failure. He was discharged after 2 days with all s/s resolved. Dates of use: (B) (6) 2008 - (B) (6) 2010. Dose or amount: 75mg and 325 mg, frequency: daily, route: po.